Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: a physician from hokkaido urology memorial hospital informed cook on 12jul2023 of an incident involving a ncircle delta wire tipless stone extractor (rpn: ntsed-024115-udh) from lot # 15235018. As reported, during a transurethral lithotomy (tul) in the urinary tract, one of the basket wires separated from the basket cannula on the first attempt to retrieve a stone. The device was tested prior to use without any issue in an uncoiled position. No excess force was applied and a laser was not used while the extractor was being used. The patient's anatomy did not keep the basket from opening or closing. Another unspecified device was used to complete the procedure without any problems. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device was conducted. One device was returned to cook for evaluation in plastic bag with pouch label. One basket wire was broken and one basket wire had pulled free from the basket cannula. The end of the broken wire was blackened and slightly melted in appearance , indicating the wire may have been exposed to a laser or other electrified device. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t _ ntse_ rev1, provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, there was not sufficient evidence/information to conclusively determine the cause of the issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during a transurethral lithotomy (tul) in the urinary tract, one of the basket wires from an ncircle delta wire tipless stone extractor separated from the basket cannula on the first attempt to retrieve a stone. The device was tested prior to use without any issue in an uncoiled position. No excess force was applied and a laser was not used while the extractor was being used. The patient's anatomy did not keep the basket from opening or closing. Another unspecified device was used to complete the procedure without any problems. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.